Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low system shock impedance measurements. This system was also noted to have stored multiple episodes with noise present. The noise was able to be reproduced in the primary vector. The system was then evaluated with fluoroscopy due to suspected electrode fracture. A synchronous shock was delivered resulting in a high out of range shock impedance measurement. This system is expected to be explanted and replaced at a future date. No additional adverse patient effects were reported.